Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured july 5-6, 2025. H11: one (1) actual device was received for evaluation. Visual inspection was performed and the reported leakage was easily identified as leakage of tpn solution into the outer pouch was observed; the administration spike port cap tube was missing. The reported condition was verified. The cause of the missing spike port cap tube could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the middle port. This was observed prior to patient use. There was no patient involvement. No additional information is available.